Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a wound culture obtained in clinic on (B)(6) 2021 that came back positive for staphylococcus aureus. The patient was admitted on (B)(6) 2021 for a driveline debridement. Wound cultures from the day of driveline debridement were positive for staphylococcus capitis. Infectious disease was consulted for antibiotic recommendations and recommended cefazolin 2 grams every 8 hours for 2 weeks followed by chronic oral suppression. The patient was discharged on (B)(6) 2021.